Event description:
Edwards received information that this device was explanted after an implant duration of seven (7) years, two (2) months due to stenosis and increased gradient secondary to rigid leaflets. This was replaced with a 29 mm device. There were no adverse patient effects reported.

Manufacturer narrative:
Evaluation summary the explanted device was returned to edwards for analysis. As received, minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect, at the outflow aspect, into the orifice, and was observed at both the stent inflow and stent outflow. Host tissue fused two leaflets at a commissure on the inflow aspect. Minimal to moderate calcification was observed in the cusp area of all three leaflets. Incidental findings: thickened and swollen tissue was observed on all three leaflets at all three commissures. Hematoma was observed on two leaflets. The x-ray demonstrated calcification. Distortion of the commissure was observed along with wireform exposure at the inflow and outflow aspect; these damages are likely due to explant. Method: x-ray. Additional manufacturer narrative: the clinical observation was confirmed. Host tissue and calcification restricted mobility in the leaflets, leading to stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.